Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the coil revealed that the delivery wire was kinked likely due to handling. The main coil was found to be kinked and damaged/stretched. However; no break was observed to the main coil. It is probable that during use the physician perceived the observed damage to the main coil as being broken, ultimately limiting its performance during use. Due to the condition of the returned device, the physical and the functional evaluation could not be performed. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
During a coil embolization procedure, the coil could not be advanced through the microcatheter; therefore, it was removed. It was reported that upon inspection, it was observed that the coil was found to be broken and it could not be used. The physician continued the procedure with another coil without clinical consequences to the patient.

Event description:
During a coil embolization procedure, the coil could not be advanced through the microcatheter; therefore, it was removed. It was reported that upon inspection, it was observed that the coil was found to be broken and it could not be used. The physician continued the procedure with another coil without clinical consequences to the patient.